Event description:
Omnnipod 5 controller ceased communicating with the continuous glucose monitor. This lasted 4-5 hours. The omnipod insulin pump was no longer able to monitor glucose and adjust basal insulin dose accordingly.